Manufacturer narrative:
The full name of the facility is social medical corporation foundation (B)(6) hospital. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the insertion section flexible tube (ig coil) had the coating peeling off for more than 1 millimeter square area. This is likely caused by deterioration. Other observations for the device are: water tightness is not maintained due to holes in the insertion tube; cuts found in the flexible tube of the insertion site; there is an angle error; and the image fiber bundle has stains. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a leak issue. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the insertion section flexible tube (ig coil) had the coating peeling off for more than 1 millimeter square area. This medwatch is being submitted for the reportable issue of the coating of the insertion section flexible tube peeling for more than 1 millimeter square area, as observed during device evaluation.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, the root cause could not be determined, however, it is possible that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.